Event description:
Customer called in for a belt clip replacement and mentioned that the screen on his insulin pump was also scratched. Customer's blood glucose was 220 mg/dl. He stated the screen was badly scratched, making it difficult to read. The worst scratch is two millimeters wide and two centimeters high. He was wearing the device on his belt and it might have hit something. He is not sure. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.